Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/03/2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported a ventilator with an oxygen concentration failure. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this report.

Manufacturer narrative:
Date received by MFR: 07dec2019. The gas delivery system (gds) was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the gds revealed no signs of physical damage and contamination. The gds was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned gds did not pass air flow accuracy testing. The u1 component of the gds was found to be out of compliance. This component was replaced, and the device was retested. The device passed retesting. The defective u1 on the air flow sensor printed circuit board assembly created the air flow accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 04nov2019. Date of this report: 05nov2019. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this report. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the gas delivery system to address and correct this reported event. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause could not be determined.